Manufacturer narrative:
The customer called technical support to report that the device was not booting up, and a 111b "35 v supply failed" error occurred. The customer also stated that a newly installed pm pcba was faulty following field change order (fco) implementation last september. Per good faith effort (gfe) response, the authorized service provider (asp) engineer mentioned that the issue was confirmed as the motor controller (mc) printed circuit board assembly (pcba) needed to be replaced. The asp engineer also stated that after the customer replaced the mc pcba, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not booting up. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the device was not booting up. The customer also stated that a newly installed pm pcba was faulty following field change order (fco) implementation last september. Investigation is ongoing.

Manufacturer narrative:
H10: (B)(6).